Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11 the product was returned for analysis, and the reported complaint could not be confirmed. Lens received outside of the device; the device was received loose in the carton. The lock-out assembly has been removed. A substantial amount of viscoelastic is observed throughout in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device, loose in the carton. Solution is dried on the iol (intraocular lens). One haptic is broken torn and returned, the other haptic is intact. The iol is torn/split cut and has a piece missing. No issue observed with the ovd (ophthalmic viscosurgical device) post hole, the opening is not damaged or obstructed. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. While we are unable to determine the origin of the reported complaint during insertion haptic stretched, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. We are unable to determine the root cause for the reported gel port not functioning properly on the evaluation of the product, no issue was observed with the ovd post hole, the opening is not damaged or obstructed. The device performance at the time of the activation in customer facility cannot be confirmed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the gel port was not functioning properly and during insertion the haptic was stretched instead of folded with no patient contact. The procedure was completed successfully on the same day by using a backup iol of the same type and power. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).